Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, it was noted that the device ac power cord plug has a missing prong. The device was returned to the biomedical department for cleaning. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.